Manufacturer narrative:
Patient information: information was not provided by reporter. The customer reported that a curos¿ disinfecting cap was attached directly to a hickman line. Both the product packaging and the instructions for use (IFU) for 3m¿ curos¿ disinfecting cap for needleless connectors instruct that the product is only to be used on needleless connectors. Primary packaging: in multiple locations on the primary package, the product name and descriptor indicates the product is to be used with needless connectors. The generic descriptor "disinfecting cap for needless connectors" is translated in 27 languages. The packaging also includes the "warning, see IFU" symbol, which should direct the user to the IFU for full warning information. IFU: information regarding the use with needless connectors can be found in multiple locations within the IFU, in bold lettering. Product name and generic descriptor 3m¿ curos¿ disinfecting cap for needleless connectors (translated into 27 languages). Intended use: the curos¿ disinfecting cap is intended for use on needleless connectors only.... Warning: to avoid potential for injury - use only on needleless connectors. Product packaging includes graphics instructing customers to apply the curos cap only to needleless connectors and not to apply the curos cap directly to a catheter hub. In addition, 3m provides training materials (including graphics) instructing customers to apply the curos cap only to needleless connectors and not to apply the curos cap directly to a catheter hub.

Event description:
3m europe (EU) received a report from the EU authorities ((B)(6)). (B)(6) reported a child with a hickman line completed a blood transfusion as a day patient. When the family returned home they found that the hickman line was leaking blood at the port entrance. It was found that inadvertently, a cff1-270r 3m¿ curos¿ disinfecting cap for needleless connectors was attached directly to the hickman line. The parents contacted the pediatric outreach team who reportedly "made the patient safe."